Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that a longevity estimate was requested for this cardiac resynchronization therapy defibrillator (crt-d). The device was not yet at elective replacement indicator (eri) at that time. Technical services (ts) discussed that the device did not meet the shortened replacement window (srw) advisory screening and provided a longevity estimate. Ts recommended normal device follow-ups. The device was later explanted for normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required. No adverse patient effects were reported.